Event description:
Caller reported that pump quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed caller on proper pressing technique, but since the issue persisted, a replacement pump was arranged under warranty. Caller was advised to continue using the current pump as backup and provided with instructions for returning the problematic pump, which they acknowledged and understood.